Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a recurring software error alarm. Blood glucose level at the time of the incident was 388 mg/dl which was treated with manual injection. The customer declined troubleshooting for high blood glucose. Customer stated the software error alarm did not occur during rewind/prime process. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received not stuck in the manufacturing mode. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 53 alarm found in the insulin pump history due to software error.